Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The safety release was activated, which retracted the locator wings. A dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. When the device was removed, bleeding continued. Manual compression was applied for thirty minutes to achieve hemostasis. After device removal, the distal end of the clip delivery tube appeared bent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.